Event description:
It was reported that during a "pcnl" procedure the occlusion balloon leaked. The target lesion was in the ureteropelvic junction (upj). At an unspecified time during the procedure, an occlusion balloon leaked. The procedure was delayed 25 minutes while another of the same device could be obtained from another facility. The second balloon would not stay inflated despite no visible signs of leakage. The procedure was completed with a 3rd occlusion balloon. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is and further relevant info from that review, a supplemental medwatch will be filed.